Event description:
It was reported that surgery time was extended greater than 30 minutes due to the surgeon preparing the patient for a implant size option that was not available.

Manufacturer narrative:
The surgeon in this incident assumed the implant size option was available; however, this particular size option in not manufactured/distributed by our company. As part of the investigation, it was verified that the instructions/templates for the product/procedure do not indicate the size in question as option, nor imply it is available. The exact cause for the assumption is unknown.